Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a quantum maverick balloon catheter. There was blood and contrast on the returned unit. There was a pinhole in the balloon material at 19mm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).